Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old hispanic/latino male patient had impella cp optical pump inserted. The patient had pericardiocentesis in the catheterization laboratory, then taken to operating room (or) for patch of left ventricle (lv) perforation and coronary artery bypass graft (CABG) for the left main (lm) dissection.